Manufacturer narrative:
The serial number for the cobas e 801 used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e 801 was 386646 with an expiration date of 31-may-2020. The ft4 iii reagent lot used on this cobas e 801 was 380330 with an expiration date of 31-dec-2019. The ft3 iii reagent lot used on this cobas e 801 was 348359 with an expiration date of 31-oct-2019. The investigation is ongoing. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter complained of questionable elecsys tsh assay, elecsys ft4 iii assay, and elecsys ft3 iii results for 1 patient sample on a cobas 8000 e 801 module compared to the wako accuraseed method. The patient sample was submitted for investigation where discrepant results were identified for tsh, ft4 iii, and ft3 iii an e801 module used at the investigation site and the wako accuraseed method. The discrepant results from the customer site were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the ft4 iii results. The customer's cobas e 801 serial number was not provided.

Manufacturer narrative:
A sample was provided for investigation. An interfering factor was identified. This interference is addressed in the package insert: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. No product problem could be found.